Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event or product problem.

Event description:
It was reported that the patient was not getting an adequate pain relief due to having high impedances. The patient underwent an spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event or product problem. Sc-2317-70 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established. Sc-1232 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was not getting an adequate pain relief due to having high impedances. The patient underwent an spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.

Event description:
It was reported that the patient was not getting an adequate pain relief due to having high impedances. The patient underwent an spinal cord stimulator (scs) replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: lgw, qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7037462 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 512999 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 27243800 UDI: (B)(4).